Manufacturer narrative:
Vyaire complaint number: (B)(4). Results of investigation: a vyaire service technician performed functional checks, but the reported complaint was neither confirmed nor duplicated. A cause was undetermined.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At th-is time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determine yet.

Event description:
The customer reported that the unit alarmed vent inop. There was no patient involvement associated with this event.